Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va1wts8, serial#:, implanted: (B)(6)2019, explanted:, product type: lead. Product ID: tm90g01, lot#:, serial#: unknown, implanted:, explanted:, product type: accessory. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 10-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the caller was unable to connect the communicator to the handset and ins. It was also reported that "in a way it's helping (the ins) and she (the patient) can go longer intervals without having to go but when she does she cannot quit. Some will come out and then it stops and then she gets up and more will come out." Caller confirmed that this is the reason for the ins device. No further complications were noted or anticipated. Additional information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the device hasn¿t worked since last year. They had told their healthcare professional about this in december 2019 after an MRI the device electrocuted them. Patient services inquired if the patient turned the device on back to the original setting instead of slowly increasing stimulation back up, but the patient did not answer. The patient thinks the wires could of crossed and is causing the issue but they haven¿t been able to get ahold of their healthcare professional since december. The caller said they finally called the healthcare professional today and have an appointment for next wednesday to discuss the issues. The patient mentioned a loss of therapy. They said last week the patient was in the bathroom for 7 hours and today they have been in there for 2-3-h our time slots. They caller said the patient¿s symptoms are really bad and they don¿t know why. Patient services reviewed the potential for making therapy changes, but the caller said they do not want to make changes on their own, only the healthcare professional does. The patient was redirected to follow up with their healthcare professional to discuss the issues and lead placement and function. They were going to wait until next week to discuss them.